Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing had detached at the quick release. The patient noticed insulin coming out of the tubing about one day after changing the set. This issue occurred with several sets. No further information available.